Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument jaws would not open or close. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no visible damage, loose parts, or functional issues were found with the force bipolar instrument. The jaws did not get stuck on tissue, and there were no removal issues through the cannula. No images or videos were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a severely bent grip tip. The common causes of the failure mode severely bent instrument grip tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tip by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.